Event description:
During the index procedure, one resolute integrity drug-eluting stent was implanted in the lad. Approximately 9 months post index procedure, the patient had a gi bleed. The investigator assessed that the event was not related to the study stent. Patient was on dapt at the time. Patient is under observation.

Manufacturer narrative:
The patient's dapt was reduced to treat the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.